Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. After receiving guidance from technical support, the customer filled and loaded a new cartridge and resumed insulin therapy. The customer also acknowledged that adding insulin outside the recommended procedure could lead to false alarms.